Manufacturer narrative:
(B)(4). Date sent: 12/16/2021; d4: batch # 197a35; h6: component code =g04. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that ec60a device was returned with no apparent damage and with no reload present. In addition, a tyvek was received along with the device. During the dry fired was noted that the knife only advanced on the first stroke of the channel. Due to the condition of the device no functional test was performed. The device was disassembled to verify the condition of the internal components and a part of frame b was noted to be broken interfered with the firing trigger not allowing completed that the knife to advance completely, preventing thus the device fired completely. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The issue observed has been correlated to the manufacturing process. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that the blade was stuck while firing. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested, and the following was obtained: 1. Was the device locked on tissue with the jaws closed? No. If yes, how was the device removed? 2. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Replace with new one. 3. Did the jaws eventually open? No. We replace with new one. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.